Manufacturer narrative:
Block h6: imdrf impact code f1001 is being used to capture the reportable event of aborted/cancelled procedure.

Event description:
It was reported that during the procedure a mini forceps was used and was stuck in the ureter. This failure required the opening of a semi-rigid ureteroscope to treat the ureteral stones and release the basket forceps from the ureter. In terms of clinical consequences, exploration of the renal cavities was not possible. This event is being reported for aborted/cancelled procedure with a patient under anesthesia or sedation status unknown.